Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event involved a primary plum set clave port, clave y-site, secure lock, 103 inch, where it was reported that the tip of the piercing pin was covered in a black substance. The event occurred during priming of infusion. The item did not reach the patient. There was no harm reported.

Manufacturer narrative:
A series of 3 pictures showing a black stain on the tip of a piercing pin was returned. The complaint of tip is covered in a black substance can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.